Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (packing coil), a lantern delivery microcatheter (lantern), non-penumbra coils, a guiding sheath, and a 4f catheter. It should be noted that the patient's anatomy was moderately tortuous and moderately calcified. During the procedure, the physician placed two non-penumbra coils and three packing coils into the target vessel using the lantern. While attempting to place another packing coil and repositioning it multiple times to fit it into the target site, the packing coil unintentionally detached. Therefore, the lantern containing the detached packing coil was removed, and the detached coil was flushed out of the lantern. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.